Event description:
It was reported that the ventilator failed tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed tests during pre-use check. The ventilator was investigated on site by our field service engineer. According to service report the unit failed flow transducer test and o2 sensor test during pre-use check. Further investigation revealed that the o2 sensor and cable for o2 sensor were defective. Issue resolved by replacing the defective parts and ventilator was handed over to customer in working condition. However, no parts returned for investigation and no device logs were provided. Therefore, no root cause can be established. The o2 concentration is measured by an o2 cell. The o2 cell is mounted in a housing on the inspiratory channel and is protected by a bacteria filter. O2 gas module o2 cell turbine module o2 air maintenance, including exchange of bacteria filter, is performed according to the user´s manual. The o2 cell gives an output voltage proportional to the partial pressure of oxygen inside the inspiratory pipe. At constant ambient pressure this output is proportional to the o2 concentration in percent. The life time of the cell is affected by the o2 concentration. With a concentration (at the cell) in % and expected cell life time in hours the following applies at 25 ºc (77 ºf): expected cell life time = o2 conc (%) x time (h) = 500 000 (%hours) the o2 cell is automatically calibrated each time a pre-use check is performed (if o2 is connected to the system). If the system has been in use continually for a long time, the measured o2 concentration may drop due to normal degradation of the o2 cell. This will activate a nuisance alarm.

Event description:
Manufacturer's ref. #: (B)(4).